Event description:
It was reported to boston scientific corporation on (B)(6) 2008, that an endovive standard peg kits push method was used during a peg placement procedure performed on (B)(6) 2008 (pt age, gender, and weight are unknown). According to the complainant, during the procedure, the wire would not feed through the plastic joint in the middle of the tube. Procedure completed with a different device (product and manufacturer unknown). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "well."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).